Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, unspecified system error, which was confirmed as downstream occlusion alarms through a review of the device event history log. The symptom was not reproduced during evaluation. However, evaluation found the downstream sensor current readings were out of specification (high readings). The dowsntream pressure plate gap was also out of specification. The device was re-calibrated. Additional information: high readings.

Event description:
It was reported that a spectrum pump had an unspecified system error. It was also reported there was no patient injury.